Event description:
Customer called lfs on 7/2/02 alleging the test strip port for the lifescan meter was not functioning. The issue was not resolved with troubleshooting. Customer felt unable to test blood sugar because of this issue. Customer did not have any symptoms. Meter has been replaced.